Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse performed a sorter tip pick up macro, cleaned and lubricated the sorter z-axis for tip pick up function and the sample nozzle. Fse also made an adjustment to the sample nozzle to correct its misalignment. In addition, the fse performed a macro called ¿get tip¿ and ¿get corner cups,¿ without any issues, the tips were picked up successfully. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 02may2022 through aware date 02jun2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages: (2061) tip detachment failure by main arm cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (2100) tip attachment failure by hybrid arm cause: no tip was detected during the tip attachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the misalignment of the sampling nozzle assembly.

Event description:
A customer reported error messages ¿2061 tip detachment failure by main arm and 2100 tip attachment failure by hybrid arm¿ while running calibration on the aia-2000 analyzer. Prior to the call, the customer performed an all-reset home, checked for debris in the tip drawer, refilled all tip trays, and confirmed placement are correct. The customer also restarted the analyzer, but the persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl), progesterone (prog ii) and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.